Manufacturer narrative:
Device evaluation of monitor (B)(4) has been completed. The reported problem (does not recognize therapy electrodes) was confirmed. Upon evaluation, driven ground was intermittent. The cause of the intermittent driven ground is an insecure j4 connection. The cause of the insecure j4 connection cannot be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a monitor indicating that it would not recognize an electrode belt's therapy electrodes.